Manufacturer narrative:
Service was not dispatched for this event and the device was not evaluated. Although the root cause of the event is unknown, sample handling may be possible contributory causes to this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc. (Bci) on (B)(6) 2009 in regards to an erroneously elevated accutni (troponin) result in the risk stratification range for one patient. The result was generated on the unicel dxc 600i synchron access clinical system. The initial erroneously elevated result was reported outside the laboratory. The customer re-ran the sample and it was within the reference range. The correct result was reported out. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.